Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification if the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.upon extended investigation, it was determined that the serial number provided by the customer ((B)(6)) and previously reported to the FDA was not a valid serial number. Therefore, section d4 was updated to unk.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered in the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A testing issue was initially reported with the adc device. The customer reported the test did not start after the blood sample was applied and he was unable to obtain readings. Replacement product was ordered, however due to a delivery delay, the customer was unable to monitor glucose levels and experienced symptoms of hypoglycemia, sweat, weakness and was unable to self-treat. The customer further reported having contact with a healthcare professional who administered a glucagon injection for treatment. No further information was provided. There was no report of death or permanent injury associated with this event.

Event description:
A testing issue was initially reported with the adc device. The customer reported the test did not start after the blood sample was applied and he was unable to obtain readings. Replacement product was ordered, however due to a delivery delay, the customer was unable to monitor glucose levels and experienced symptoms of hypoglycemia, sweat, weakness and was unable to self-treat. The customer further reported having contact with a healthcare professional who administered a glucagon injection for treatment. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that precision strips continue to be safe, effective, and perform as intended in the field. Stability data for precision strips was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and precision strips, no trends were identified that would indicate any product related issues. The useful life of xceed meters no more than 4 years from the original date of purchase. As the manufacturing year of this product is before 2009, it has been in distribution beyond its useful life at the time of the complaint. Since the product exceeded its useful life, it is determined to have met specification when the product was released and through its lifespan. No further investigation activities are being performed at this time. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.